Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. Customer stated that her blood glucose was 20 mg/dl and the customer treated with food and glucose tablets. The customer¿s blood glucose was 140 mg/dl at the time of the incident. The drive support cap was normal. The product was not returned for analysis.